Event description:
Reportedly, the patient came to the hospital because of syncope on (B)(6) 2011. Device interrogation revealed oversensing episodes in device memory leading to pacing inhibition. Preliminary analysis concluded to a ventricular lead failure or connection problem, therefore, a re-intervention to perform lead check was recommended. The device was finally explanted at the re-intervention and returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.